Event description:
The caller reported an error in their continuous glucose monitor (cgm) identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance and walked the caller through a pump reset, after which the cgm error code did not reappear, allowing the caller to successfully start their sensor session.